Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "rupture confirmed during explant surgery". This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "rupture confirmed during explant surgery". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture and capsular contracture was received on august 28, 2025, with lot number 1225889. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.